Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified while based on the analysis, the alleged fill estimate issue could not be verified.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose level was 140 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.